Event description:
On 24-jun-2026, it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose reported up to 300 mg/dl after initiating use of an inset teflon infusion set. The user received occlusion alarms and observed blood in the infusion tubing. The user presented to the emergency department for evaluation and treatment of suspected diabetic ketoacidosis (dka). The user received subcutaneous insulin and blood glucose improved to 264 mg/dl following a supply change. The user subsequently resumed therapy after replacement of the infusion set.

Manufacturer narrative:
The user experienced hyperglycemia requiring emergency medical evaluation after transitioning from contact detach infusion sets to inset teflon infusion sets. Shortly after the infusion set change, the ilet generated insulin occlusion alarms, and the user reported blood in the infusion tubing. Engineering review confirmed multiple occlusion alarms corresponding to the reported event and found no malfunction alerts, motor errors, or evidence of inaccurate insulin delivery by the ilet. Device logs demonstrated that the ilet detected the occlusion as designed, generated the appropriate alarms, and otherwise functioned as intended. Based on the available information, the reported event is consistent with an occlusion within the infusion set or infusion path rather than a malfunction of the ilet pump. The user also reported this was the first use of an inset infusion set and required additional training. The event resolved following replacement of the infusion set. If additional information becomes available, including supplier investigation findings, a supplemental MDR will be submitted.